Event description:
Patient diagnosed with perforated diverticulitis. PICC line was placed in 2001 via the left arm. Patient had symptoms of swelling, ecchymosis. Five days later, an ultrasound confirmed deep vein thrombosis. Line was discontinued the same day.